Manufacturer narrative:
Based on the user facility information, non-resorbable material may have been left un-retrieved in the patient's body the involved device was not retained, and therefore, is not available for evaluation. In addition, the reported involved lot number is not known which significantly limits the investigation. A 6 month review of inspection records found no abnormality for catheter to hub adherence. Although the cause of the reported event cannot be definitively determined based upon the available information, there is no indication that there was any relation to a device defect or malfunction. The fact that the device was removed by the patient, who reportedly had dementia, may be a contributing factor. The potential for such an event is addressed in the instructions-for-use. The IFU states: "please don't push, pull or bend the catheter and the joint part extremely." All available information has been placed on file in quality assurance for tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported that the distal portion of the IV catheter tubing detached from the hub. The following information was obtained: (1) the device was placed and infusion was started in the emergency room; (2) following the patient being transferred to their ward he/she removed the catheter unit by him/herself; (3) the catheter separated from the hub; (4) whole-body x-rays were taken, but the detached distal portion of the catheter could not be located; and (5) the patient had dementia.